Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a button error alarm on the insulin pump. The blood glucose reading was 120 mg/dl. Customer reported that she clips the insulin pump in her bra and was unsure if buttons were pressed or if it was exposed to moisture. She stated that she was able to clear the alarm. Nothing further was reported.